Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure cordamed clinical sales representative (csr) called in to report that the or team were experiencing a persistent c 34 erbe error during a clinical procedure. Intuitive surgical (is) technical support engineer (tse) advised that csr can utilize a covidien/force triad if available confirming that the ft10 is not validated for use with the dv system. Also, to switch the monopolar coag setting to classic coag as a temporary measure to complete the clinical procedure. Tse advised this was a technical workaround and not clinical advice and surgeon should be aware of the tissue effect and range for the new setting. The procedure was completed with no patient injury.